Event description:
The information received indicates that during the procedure a crack developed in the housing of the pump head, leaking similar to a pin hole. It occurred at the end of the case. The product was not changed out and there was no patient injury.

Manufacturer narrative:
H3 analysis: a visual inspection shows a crack in the pump housing located at the pump outlet port, running horizontally near the housing shoulder. Testing the unit with fluid showed a leak from the crack. There were no evident signs of non-compatible substances or impact damage on the device. Conclusion: we are unable to determine the exact cause of the reported event. No intervention was taken due to the event, and there was no reported consequence to the patient.